Event description:
Report provided indicated that patient experienced scratching while using a specific lot number pouch. Patient went to the pharmacy and was given the same product with a different lot number and allergy disappeared. Patient outcome was not noted.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The case narrative was reviewed. There were no reportable issues found in the narrative. No product return was received. There were no non conformances raised for this product during the previous 12 months. There is no indication of an adverse trend over the past twelve months for this complaint/product. The quality systems in place are appropriate to prevent this defect from occuring or detect this defect in the event of occurrence.